Manufacturer narrative:
After further review MFR#2916837-2021-00074 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported when using the facsaria¿ flow cytometer there was a spray of fluid (ethanol, sheath, biohazard, waste) under pressure. The following information was provided by the initial reporter: "there was a sheath fluid leak that was not contained within the instrument. The spray of fluid was under pressure. The fluid that leaked was a sheath fluid. The source of leak was a non waste line in a customer accessible location. There was no physical harm to the customer or exposure to blood/bodily fluids as a result of the leak."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the facsaria¿ flow cytometer there was a spray of fluid (ethanol, sheath, biohazard, waste) under pressure. The following information was provided by the initial reporter: "there was a sheath fluid leak that was not contained within the instrument. The spray of fluid was under pressure. The fluid that leaked was a sheath fluid. The source of leak was a non waste line in a customer accessible location. There was no physical harm to the customer or exposure to blood/bodily fluids as a result of the leak."